Manufacturer narrative:
The manufacturing location was unknown. The date of manufacture was unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all manufacturer's specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a repair of non-union of the scaphoid surgical procedure, it was observed that the electric pen drive device lost speed, quit working, and then made a clicking noise. There were no delays to the planned surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.